Manufacturer narrative:
According to the facility on multiple dates, "faulty clasp and stat-lock is breaking off adhesive dressing. The foley had to be replaced for all of these instances due to the patient's having to stay in traction from the end of surgery to the following morning. This issue is causing the foleys to become clotted which is why the foleys need to be replaced." A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on multiple dates, "faulty clasp and stat-lock is breaking off adhesive dressing."